Event description:
It was reported the that a compatibility guidelines were requested for MRI. The MRI tech noted that ins (stimulator) no longer working. Spoke with the patient regarding ins, and she noted the battery died. Patient was not surprised the ins battery died and was told by managing hcp (healthcare provider) that it would die (just like the previous one). Patient noted a knee surgery that occurred in (B)(6) 2013. Patient noted unable to turn off ins. The stimulator was noted as wasn't working. Patient indicated a manufacturer representative was present and couldn't figure it out either. Think the patient was referring to patient programmer and ins communication. Patient was unsure when ins stopped working. Patient also alluded to the manufacturer representative was supposed to call her back after speaking with someone else regarding her communication issue but she never heard back from anyone. Additional information received reports the patient was not there for a MRI due to device so they have no other information on who their hcp (healthcare provider) would be.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# v001759, implanted: (B)(6) 2006, product type lead; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).